Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs are completed and proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to display the ECG correctly on their device. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.